Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert. It was discovered that this device had reached its elective replacement indicator (eri). Technical services (ts) advised device replacement. A request for disk analysis was made. Premature battery depletion (pbd) was suspected. It was noted that generator change out has not been scheduled yet. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this device was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further analysis. Later, this product was received by boston scientific and full investigation was conducted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert. It was discovered that this device had reached its elective replacement indicator (eri). Technical services (ts) advised device replacement. A request for disk analysis was made. Premature battery depletion (pbd) was suspected. It was noted that generator change out has not been scheduled yet. No adverse patient effects were reported. Currently, this s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert. It was discovered that this device had reached its elective replacement indicator (eri). Technical services (ts) advised device replacement. A request for disk analysis was made. Premature battery depletion (pbd) was suspected. It was noted that generator change out has not been scheduled yet. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this device was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further analysis.